Event description:
It was reported that when using the bd pyxis medstation system, it had drawer failure. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a moderate delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3- 1 pockets in row b failed and not on bus due to a faulty row board. A field service engineer replaced the row board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.